Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) display would not switch on. It is unknown under which circumstances the event occurred or if there was patient involvement. However, no adverse event was reported.

Manufacturer narrative:
Updated fields: h6 (evaluation method codes). Corrected fields: d4 (serial#, catalog#, unique identifier (UDI) #).

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) display would not switch on. It is unknown under which circumstances the event occurred or if there was patient involvement. However, no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the inverter board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) display would not switch on. It is unknown under which circumstances the event occurred or if there was patient involvement. However, no adverse event was reported.